Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the handpiece had no phacoemulsification power during surgery. The handpiece was replaced to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The phaco handpiece was examined and the reported event was not replicated. However the handpiece was returned for investigation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The phaco handpiece was manufactured on april 6, 2016. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The phaco handpiece was received for evaluation. A visual assessment of the returned sample revealed no visual nonconformities. A full functional test was performed on the phaco handpiece. The handpiece was primed and tuned on the infiniti console successfully and passed when tested on the ground resistance tester. Stroke testing was also performed on the handpiece successfully at 100% power for both ultrasound and torsional movements. The handpiece was then connected to a dynamic tuning fixture (dtf) for testing on both ultrasound and torsional stroke lengths and passed. The handpiece passed the full functional tests and meets specifications. The handpiece was found to have met specifications. Therefore, the root cause cannot be determined conclusively. (B)(4).